Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from daughter of patient states for 2 weeks prior to receipt of this complaint, patient has been having itching underneath tape border that is associated wit rash like area around stoma, also with intermittent blistering. Report also noted that the skin prep was being used which began to cause increased burning. Patient is currently using eakin seal; stomahesive powder and plain water and states area feels hot. Itching occurs right after putting wafer on is under tape border. Skincare was reviewed; suggested not removing paper backing off of tape border; use belt; continue crusting with water; and use strips between skin and border. Patient outcome was not reported.